Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that there was large artifacts on both atrial and ventricular channel. At replacement the whole lead path, including pocket, was checked by fluoroscopy to be ok. Lead connection was checked visually and by pulling before the set-screws were opened and everything ok. The device was interrogated before the procedure with no visible artifacts at this point, also not with provocation. Leads were detached, checked with analyzer (normal values) and reconnected to new device. The old device was interrogated and the artifacts were again seen intermittently on both channels. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).